Manufacturer narrative:
The technician found broken screws on the hex rod. He replaced the screws and timed the brakes to repair the stretcher.

Event description:
Information received indicates the head end caster swivels when in brake.